Manufacturer narrative:
(B)(4) follow up report for correction. Lot # was incorrect in the initial MDR. All lot numbers were filed appropriately. Please reference (B)(4).

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309605, batch#: 4262197, unknown. It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Customer has noted black residue on the stopper of sku#: 309605. The have retained approximately 5-6 individual syringes with this residue. The residue was tested and found to be silicon. They also observed a few instances of small, white particles on the inside of a few syringes as well. Lot#: 4122257, 4214769, 4214768, 4192356, 4214780, and 42 62197.